Event description:
Patient noticed slight pain at hickman site when ara-c infusion commenced which eased over approximately 30 secs. Twenty minutes later, nurse noticed gauze dressing was wet. On investigation of leakage hickman noted to be still yielding blood, but on flushing of both lines leakage from hickman onto skin was noted. Infusion ceased immediately blood expressed from line. Area around leak cleaned with n/saline. Hickman removed, flushed through with n/saline and then soaked in chlorhexidine.

Manufacturer narrative:
The product has been returned to the manufacturer and is currently being evaluated. Results are expected soon.